Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 did not respond to recover storage space and remained stuck; the drawer did not open despite attempts to restart the pyxis and recover storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was failed to open. A field service engineer verified the issue and confirmed that the main full height drawer 6 was not opening or closing, discovered that the inseparable component was missing a magnet, replaced the inseparable, rebooted the system, and ran the required firmware updates. The customer then performed an inventory and completed testing in hardware test application (hta), verifying proper operation. The system functioned as intended after the field service engineer repaired the device.